Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.:the stent delivery system (sds) was returned for analysis. A non-bsc stent protector (yellow in colour) was returned covering the majority of the crimped stent. A visual examination of the crimped stent found stent struts along the proximal portion and mid-section of the crimped stent were damaged and stretched proximally out over the proximal markerband. The damage to the stent was likely caused by the covering of the stent with a non-bsc stent protector post procedure. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The tight stenosed target lesion containing a lesion bend of around 30 degrees was located in the mid to distal left circumflex. A 2.50x32mm promus element stent was selected to treat the lesion. However, the device failed to cross the lesion. The patient status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.